Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced an error message on the receiver. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the device was returned and the event was reassessed. It was determined that this should not have been submitted based on the issue that the customer had reported. On (B)(4) 2014, the patient had an error message populate on her receiver which is not a hardware issue. Additionally, visual and functional testing was performed finding no defects.

Manufacturer narrative:
(B)(4).